Event description:
A report was received via social media that the patient was getting overstimulation at the back and other parts of the body. The patient underwent an explant procedure. No further information could be obtained.